Event description:
It was reported by the edwards field clinical specialist that during the transfemoral implant of a 26 mm sapien valve, the valve shifted ventricular during balloon inflation. A balloon aortic valvuloplasty (bav) was performed; however the balloon shifted aortic on the first inflation and then ventricular during the second inflation. The valve was successfully dilated on the third attempt. The movement was believed to be caused by bulky annular and leaflet calcium. The sapien valve was positioned 50:50 in the annulus prior to inflation; however during inflation the valve shifted 3-4 mm ventricular and ended up in a 20/80 aortic/ventricular position. The valve was stable and only mild pvl was noted when pressure returned to baseline; however there was significant native leaflet overhang. The decision was made to place a second 26mm sapien valve in order to secure the first valve and cover the native leaflets. The second valve was successfully placed with 50:50 overlap. No regurgitation was noted post deployment. The patient was admitted to the ICU in stable condition. Later that day the patient was out of bed walking, and moved to the floor the following day.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. A technical summary was created to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, as reported, bulky calcification of the native annulus and leaflets caused the delivery system balloon to shift, resulting in the too ventricular deployment of the valve. Movement of the bav balloon was an indicator of this event. This event was resolved with implantation of a second valve in a more aortic position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.